Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer was hospitalized. The customer was called and the customer reported she was hospitalized with high blood glucose over 600 mg/dl on (B)(6) 2012. The customer was not feeling well, was out with friends and they took her to the emergency room. The customer experienced nausea, tiredness and difficulty walking. The customer was treated with insulin drip for a day or two. She was wearing the insulin pump at the time of hospitalization and still using the same device. Current blood glucose was 231 mg/dl. The customer also mentioned experiencing low blood glucose during hospitalized on (B)(6) 2013.